Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the device was explanted on (B)(6), 2013. The patient has a radical cavity and was diagnosed with a mixed hearing loss before implantation, but the hearing has progressively deteriorated since then. During explantation, granulation and excessive tissue growth in the middle ear were observed.